Event description:
A patient with a previously negative accu tni test result had a accu tni result of 0.97 ng/ml. Per the lab's protocol, the sample was repeated and a result of 0.40 ng/ml was obtained. The sample was re-spun and repeated in replicate. The results obtained were 0.05 ng/ml and 0.06 ng/ml. These results were similar to the patient's previous accu tni results. The erroneous results were not reported out of the lab.